Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that during a routine exchange procedure for this cardiac resynchronization therapy defibrillator (crt-d) the implanted left ventricular (lv) lead exhibited impedance measurements of 1100 ohms in one pacing configuration and 500 ohms in another; high pacing thresholds were also reported. Fluoroscopy found what appeared to be a kink in the lead near the spiral, a fracture was suspected. The lv lead was connected to the new device and rv (right ventricular) lead subsequently disconnected from the chronic crt-d at which time lv loss of capture was observed. The rv lead was then connected to the new device and pacing resumed. It was noted that the chronic device was programmed to electrocautery mode for the procedure and electrocautery was in use at the time of loss of capture. Boston scientific technical services (ts) suggested the issue may have been the result of a safety circuit built into the device to prevent external energy from being delivered to unintended tissue and/or the device. A backup pacing catheter was implanted and the procedure completed. It was noted that the patient experienced periods of asystole greater than 2 seconds though no other adverse effects were reported. This lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks and minor body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.